Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause is likely due to a missing adhesive application, performed by the operators. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use the inflation device fell apart. Another device was used to complete the procedure.